Event description:
It was reported by a patient family member that the "lead that is in the lower section of (the patient's) heart was not functioning properly and not generating enough power." The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).